Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the buttons on their device were hard to press and would require multiple presses to function. This issue is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.